Manufacturer narrative:
Failure analysis for fiber 0010-2400-613a-1737: the fiber is broken within the outer flow tubing at open end; the fiber was tested with hene laser fixture, aim beam was visible at fiber break; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end is bent, and exhibits partially erased red octagonal sign and blue arrow indicator. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that at 280,763 joules of use and 43:32 minutes while using a surgical fiber during a procedure, the fiber broke. The fiber was replaced and the procedure completed using a second surgical fiber. There was no injury to patient reported.